Event description:
Boston scientific received information that frequent repetitive canoe paddling motion, resulted in the dislodgement of this left ventricular (lv) lead. An invasive revision procedure was performed. Following several unsuccessful attempts to reposition/replace, the lv lead port was plugged and the lv lead was surgically abandoned. Approximately two years later, a health care provider (hcp) reported that the daily measurements for the lv lead were turned off due to consistently high lv lead impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.